Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty to remove was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the labeling or packaging was not returned and the lot number was not reported. Based on the reviewed information, no product deficiency was identified

Event description:
It was reported that using a femoral artery access approach during a procedure of the right peroneal artery, the hi-torque command guide wire was advanced and crossed the lesion. A non-abbott support crossing catheter was advanced and positioned so the guide wire could be exchanged; however, the devices became stuck and could not be removed separately. The guide wire and support crossing catheter were removed from the anatomy as a system without reported adverse patient effect. The vessel was rewired and the procedure completed without issue. The access site was closed with an abbott vessel closure device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.